Manufacturer narrative:
Investigation is pending.

Event description:
The caller/end user alleged a variance between the inratio inr results and the laboratory inr result. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. Caller denies any changes to medication that would explain the variance between results. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the monitor associated with the complaint was returned for investigation. The returned monitor met functional and thermistor testing requirements during the investigation. The system performed as expected. The customer's inratio inr result of 1.5 from (B)(6) 2015 was located in the memory of the returned monitor. A statistical analysis of the impedance curve associated with the customer's result determined that the curve exhibited no curve abnormalities or weak slope change. Impedance curve analysis could not be performed on the customer's previous inr results as the monitor memory holds only the last four (4) curves and the (B)(6) 2015 results were not in the last four (4). The retained strips of the reported lot were tested since the customer's strips were not returned. The customer's complaint was not replicated during in-house testing. Retained strips tested on the returned monitor met accuracy criteria. A review of the in-house testing history for strip lot 370763ar was conducted. In-house testing on the reported strip lot met accuracy criteria. The manufacturing records for the lot were reviewed and the lot met release specifications. The customer did not proved a laboratory reference until seventeen (17) days after the last reported inratio inr result on (B)(6) 2015; therefore it is not possible to verify if a discrepancy exists without this information. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.